Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 36mm + 10mm lift metal head. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device sent to pathology for patient pickup.

Event description:
Surgeon reports patient a status post left total hip replacement has dislocated twice, has pain in the hip, MRI show fluid collection and lab work shows elevated levels of cobalt. Surgeon decided to revise the hip through the posterior approach. He noted upon entering the joint space a large amount of dark fluid came out. He also noted the dark discoloration of the surrounding tissues. After dislocating the hip he carefully removed the 36mm +10 metal head. He noted the trunion to be covered in a black substance. It was noted that the existing stem and cup were well fixed in the bone. He carefully removed the 36 liner. After cleaning out the suspect tissue around the cup he re-implanted a new eccentric liner. He then 16307-50011 cleaned the trunion placed a titanium v40 to c taper sleeve over the trunion and impacted a new 36 +7.5 c-taper delta biolox head. The hip was reduce. An existing cable was removed and the surgical site was closed.

Manufacturer narrative:
Clinician review of the x-rays confirms the dislocation. However, additional records such as surgery histology, specific cobalt chromium levels, operative reports, and material analysis of the devices and MRI are needed to determine the root cause of the reported event. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon reports patient a status post left total hip replacement has dislocated twice, has pain in the hip, MRI show fluid collection and lab work shows elevated levels of cobalt. Surgeon decided to revise the hip through the posterior approach. He noted upon entering the joint space a large amount of dark fluid came out. He also noted the dark discoloration of the surrounding tissues. After dislocating the hip he carefully removed the 36mm +10 metal head. He noted the trunnion to be covered in a black substance. It was noted that the existing stem and cup were well fixed in the bone. He carefully removed the 36 liner. After cleaning out the suspect tissue around the cup he re-implanted a new eccentric liner. He then 16307-50011 cleaned the trunnion placed a titanium v40 to c taper sleeve over the trunnion and impacted a new 36 +7.5 c-taper delta biolox head. The hip was reduce. An existing cable was removed and the surgical site was closed.